Manufacturer narrative:
The underlying cause documented in the respiratory repair center form is defined as: 4-way valve. Power switch replaced for causing no alarm, and o ring was replaced. Should additional information become available, a supplemental record will be file.

Event description:
Provider states 4 way and pilot valve causing 2 green 1 red, power switch replaced for causing no alarm, and o ring was replaced.